Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not visible on the pyxis station despite active directory files being successfully transmitted to the server. The customer stated that since the first pyxis device was put into service on 23.03, several patients cannot be located on the cabinet even though their corresponding patient files have been correctly sent to the server. The station was visible in remote smart service (rss); however, the server can only be accessed via vpn. However, there were no delays or adverse events or injuries reported based on this event.